Manufacturer narrative:
Correction to previous report 2518422-2021-04922: the manufacturer previously reported an issue with the device's sound abatement foam. The user also alleged development of lung nodules. No medical intervention was reported.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.